Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the physician noted the wire was stuck. The physician was advised to advance the wire and retract the catheter. The physician tried this and the wire remained stuck. The physician was then advised to adjust the catheter from flower to basket configuration. When that was done the physician was advised to try advancing the wire and retracting the catheter again. The wire remained stuck. The physician then undeployed the catheter and retracted the system. Tissue damage was noted.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. As no lot number was provided, a search of the complaint database could not be performed and the device history record could not be reviewed.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. As no lot number was provided, a search of the complaint database could not be performed and the device history record could not be reviewed.